Manufacturer narrative:
Additional information was received. Physician took an angiogram before he took the peel away out and patient had flow around the sheath. Peel away removed and repo sheath placed. After drape was removed from the patient staff noted they could not doppler a pulse on right foot. H6: added the following codes based on information in the complaint record. E0303 and e0509.

Manufacturer narrative:
Section d catalog number was corrected. Health effect - impact code was updated. No product return. No logs available. Mechanical interaction with blood/hemolysis/low or blocked pump flow: the cause of the mechanical interaction with blood and low pump flow was determined to be patient condition related based on clinical details of hypotensive patient, lack of contractility, and resolution after the pusatility returned. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient was experiencing hemolysis with persistent suction alarms at p2. The physician attempted to decrease the impella support to p1; however, the patient¿s blood pressure dropped immediately. The impella was returned to p2, and the patient¿s blood pressure promptly recovered. Based on this response, the physician elected to maintain the impella at p2. The following morning, the patient continued to have suction events at p2 and demonstrated evidence of hemolysis, including low urine output. The physician again attempted to reduce the impella support to p1. Although suction resolved, the patient¿s blood pressure dropped significantly. The impella was returned to p2, resulting in immediate blood pressure recovery. A repositioning attempt was made; however, it was determined that the patient¿s heart had little to no intrinsic contractility. Given the repeated episodes of severe hypotension at lower support levels, the physician decided to maintain the impella at p2 despite ongoing suction events. Ultimately, care was withdrawn, and the patient expired.